Event description:
The customer reported to olympus, that the evis lucera elite bronchovideoscope,had image flashes, after the diagnostic bronchoscopy procedure. The procedure was completed with a similar device. During inspection and evaluation, there was no image during angulation, due to a defective charged coupled device unit. In addition, the coating of the insertion tube peeled off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the insertion tube was worn and scratched, and the light guide tube was aged. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was disconnection / short-circuit of the image sensor cable the event can be detected/prevented by following the instructions for use which state: ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.